Manufacturer narrative:
Analysis of the returned rx cytology brush found no anomalies. The bristle portion of the brush was present, properly formed, and without issue. There is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is "not confirmed." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6) 2017. According to the complainant, during preparation, the bristled portion of the brush bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Reported event of brush bent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6) 2017. According to the complainant, during preparation, the bristled portion of the brush bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.